Event description:
Customer reported malfunction alarm with code malf 24, and there was no adverse impact to their blood glucose level. Customer did not experience blood glucose levels exceeding 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.